Event description:
Urgent care personnel responded to a pt described as in cardiac distress. The device was connected to the pt with 3 lead ECG electrodes for ECG monitoring in lead ii when the pt went into a cardiac arrest. The ECG electrodes were removed and disposable defibrillation/ECG electrodes applied, and an unknown number of countershocks delivered. The pt was resuscitated, but, according to the reporter, the device would not display the pt's ECG.